Manufacturer narrative:
The insulin pump was monitored for 2 days with no blank display or unexpected reset to factory default noted. The device passed the self test, displacement test, rewind, basic occlusion test and prime test. All operating currents are within specification. Off no power alarm functions properly. The device was received stuck in motor error loop during bolus/basal delivery. No motor error alarm noted during rewind. No motor position encoder error alarm noted in alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the unexpected restart alarm error test, excessive no delivery test and occlusion test due to motor error alarms. The device had a cracked reservoir tube lip, cracked belt clip slot, and a scratched display window. No damage was noted on isolation tape on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.